Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of a faulty sensor. The customer's mother stated that the continuous glucose monitor have been giving them false alarms. The customer stated that the pump went into threshold suspend at 60 mg/dl and her blood glucose was actually around 120 mg/dl. The customer stated that they were wearing the sensor on the back arm and had moved it to the abdomen and has less false lows. The customer will call the helpline to troubleshoot.